Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va006qt, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported a loss of therapy. The patient was not feeling stimulation and it was on. They were able to increase to 6 volts and then felt stimulation. No stimulation and incontinence were reported to have occurred suddenly in (B)(6) 2015. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that the incontinence had been resolved; it was a urinary tract infection (uti).